Event description:
Major pump unit(s) involved: drive unit failure. Specific component(s) involved: driveline malfunction.

Event description:
Major pump unit(s) involved: external control system failure;pt cut driveline.causative or contributing factor: patient noncompliance in device maintenance and protection;intervention(s): replacement of internal controller; replacement of pump; temporary driveline repair;type: lvad.